Manufacturer narrative:
The event occurred at the (B)(6). Device unique identifier (UDI)# (B)(4). Approximate age of device ¿ 29 days. (B)(4). Device evaluation: the evaluation of the returned system controller revealed the device was found to function as intended, even when the cables were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The analysis of the returned system controller did not reveal a device related issue. The reported incident of a time clock reset/ pump off was confirmed with the data retrieved from the returned system controller. The log file analysis suggests the pump stop events captured in the log file appeared to be related to a complete loss of power to the system controller during the process of exchanging the power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a nurse was preparing to move the patient to the ward from the intensive care unit, and changed the power source of the pump from the power module to batteries. The nurse reported that a continuous alarm was produced. The nurse quickly connected the system controller back to the power module; however, the alarm persisted. The clinical engineer observed a pump off message on the system monitor. The pump was manually started from the system monitor screen, and pump operation was confirmed. The system controller was exchanged. It was reported that the patient lost consciousness for a "few minutes" during the pump stoppage. The patient was fully aware and alert after the pump operation resumed.